Manufacturer narrative:
The reported event was foreign material observed at the tip of the lead. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. No packaging material was returned with the lead. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that foreign material was observed in the helix of the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.